Event description:
Weak cut and coag. Surgeon switch to electrocautery to complete surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval, method and results: product not being returned. (B)(4).